Manufacturer narrative:
The customer reported that the system changed surgical steps on its own. The company service representative asked the customer to remove the batteries from the remote prior to an onsite visit. The company service representative examined the system and was unable to replicate the reported event. The company service representative replaced the touchscreen, as he had isolated the event by removing the remote from the list of possible causes. The system was then tested and met all product specifications. The system was manufactured on december 17, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming touchscreen. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room supervisor reported the surgical parameters would advance by themselves prior to a surgical procedure. Additional information has been requested.